Event description:
It was reported that the customer received a prime rewind alarm on the insulin pump. The customer's blood glucose level was 147 mg/dl. The customer was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.